Event description:
It was reported that during set-up of the device outside of the operating room for a cardiopulmonary bypass procedure, that everything on the system 1 base (except for the central control monitor) (ccm) lost power momentarily and reset when the power cord was plugged into alternating current (a/c) power. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.